Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. The service history review had no indication that the complaint was related to a service of the device within the review period. Product evaluation and problem confirmation cannot be performed. Error history log was not provided. Probable cause could not be determined.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a 'no disposable clamp tubing' alarm. Troubleshooting was performed but the alarm persisted. Device settings read: res vol 193.2, rate 5.5, given 58.85 ml. There was a patient involvement and no patient harm/adverse event reported.